Manufacturer narrative:
The customer's report was duplicated and attributed to the analog board. The customer declined repair. The device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message. Complainant indicated that there was no patient involvement in the reported malfunction.